Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and prolapsed anterior leaflet. A mitraclip xtw (40916a1026) was inserted and deployed on the mitral valve. However, 10-15 minutes post deployment, the clip opened to roughly 35 degrees. It was noted the clip remained stable on the leaflets. A second clip, a mitraclip xt (41008a1083) was then inserted and advanced to the mitral valve. However, during deployment steps, during the second lock check, the release pin was pulled accidentally when the arm positioner was open, causing the clip to open to roughly 30 degrees. It was noted the clip remained stable on the leaflets. The procedure was discontinued, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unintended movement of clip open while locked was due to user technique. The reported unchanged mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.